Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to interrogate during pre-implant interrogation. No magnetic response was confirmed and no beep was heard. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened, and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to interrogate during pre-implant interrogation. No magnetic response was confirmed and no beep was heard. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.